Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken to the emergency room for an elevated blood glucose (bg) of 300 (mg/dl) and ketones. Reportedly, the customer had experienced extreme stress and subsequently bg level elevated and customer felt sick. While in the ER the customer received antibiotics and both insulin and fluids intravenously. Subsequently, the customer was hospitalized for diabetic ketoacidosis (dka). Reportedly, the doctor believed that the cause of the elevated bg could have been due to bad insulin. While in the hospital the customer received insulin, glucose and fluids intravenously. The customer was released from the hospital three days after being admitted with the issue resolved.